Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd cr tib brg 71/75x10, item # ep-183440, lot # 192970. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10723. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total left knee arthroplasty subsequently the patient underwent a procedure to remove scar tissue due to pain and limited range of motion.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no related deviations or anomalies during manufacturing. Surgical notes were not provided. Patient was reported to have metal allergy and could be a contributing condition . However, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.